Event description:
It was reported that noise was noted on the right ventricular (rv) lead. No changes or intervention was performed. The patient will further be monitored. There were no patient consequences.